Event description:
Caller reported that the t:slim x2 pump battery would not charge, despite using the tandem charging cable and wall adapter and attempting to charge it for 30 minutes. There was no adverse impact to the customer's blood glucose level. Customer technical support arranged to send a replacement tandem cable and wall adapter within two days and advised the customer to contact a healthcare provider to procure backup therapy if needed, as the caller had no alternate therapy available.